Manufacturer narrative:
Correction report being filed to correct field d6a.implant date.

Event description:
It was reported that this patient with a pacemaker system experienced pectoral stimulation when right ventricular automatic threshold (rvat) testing was performed post implant. Technical services (ts) was consulted and provided troubleshooting options and recommended getting x-rays. The x-rays confirmed the pin was not fully inserted into the header. The device was programmed at a fixed output of 3.5v @0.4ms as there were no observations of pectoral stimulation. Ts recommended a lead revision to fully insert the right ventricular (rv) lead if lead under insertion is confirmed. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker system experienced pectoral stimulation when right ventricular automatic threshold (rvat) testing was performed post implant. Technical services (ts) was consulted and provided troubleshooting options and recommended getting x-rays. The x-rays confirmed the pin was not fully inserted into the header. The device was programmed at a fixed output of 3.5v @0.4ms as there were no observations of pectoral stimulation. Ts recommended a lead revision to fully insert the right ventricular (rv) lead if lead under insertion is confirmed. At this time, the device remains in service. No adverse patient effects were reported.